Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 30-oct-2024, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 30-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding a patient with an implanted neurostimulator. It was reported that it was observed that the patient had a seroma on the parietal head incision. Patient was having a lot of redness and swelling on the parietal head incision and some redness on the chest incision. Patient was admitted and under observation. The following day the parietal incision got even redder and more swollen. The managing provider decided to do a wound wash out and possible device explant. The parietal incision was opened first. A culture was taken but no obvious puss or fluid came out of the incision. The wound was washed out and closed. The chest incision was opened and there was a little fluid that came out but did not look puss-like or infected. A culture was taken from the chest incision as well. The surgeon decided to close the chest as well without removing any of the hardware. Patient went to ICU for observation. Doctors hoped seroma would be absorbed and go away. Patient was since been discharged from the hospital. Reported external/patient factors that may have led or contributed to the issue was that patient moves around a lot from their dystonia and various other medical conditions. Patient needs to be restrained because of this continual movement. Additional information was received after the initial report that the health care provider which was confirmed the results of the culture came back as a staph infection. According to the surgeon the fevers the patient experienced pre-operatively came down and the patient did well after surgery and was discharged over the weekend.